Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported balloon rupture. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the distal right coronary artery (rca) that was 90% stenosed. The 2.0x12mm mini trek balloon dilatation catheter (bdc) was advanced to pre-dilate the lesion however, the balloon ruptured at 8 atmospheres during the first inflation. Therefore, a non-abbott balloon was used to pre-dilate the lesion. A 2.5x28mm non-abbott stent and a 2.5x15mm non-abbott were used to complete the procedure. There were no adverse patient effects reported, and no clinically significant delay reported. No additional information was provided.